Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a patient with two m6-c devices was revised due to prevertebral abscess. It is unknown if there was a device malfunction or deterioration. Both devices were explanted.

Manufacturer narrative:
A1: (B)(6) b4: 10-aug-2021. G1: (B)(6). G3: 10-aug-2021. G6: follow-up #1. H2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility . Investigation conclusions: 4315 - cause not established. H10: limited information was provided; notably, no radiographs were provided. The device was not returned, thus device examination could not be performed. The devices were not returned, thus device examination could not be performed. No microbiology reports were provided, however, infection and an abscess was identified. In summary, while the device was explanted and an infection was present, based on the limited information provided, it was not possible to determine the sequelae or the root cause of the complaint.